Event description:
A caller reported that the insulin gauge on their pump displayed a different amount than expected, with an incorrect fill estimate of 8 units instead of the expected 210 units. There was no adverse impact to the customer's blood glucose level. The caller took corrective steps, including ensuring there was no air in the cartridge and using room temperature insulin, and was assisted by technical support in reloading the same cartridge. They declined to disconnect and deliver a bolus to update the insulin estimate and opted to monitor the situation and follow up if necessary.